Event description:
It was reported that the pt was diagnosed with myelopathy due to severe basilar invagination. Having undergone successful traction in halo brace the pt underwent an occipital - t2 fusion with bi-lateral occipital plates, rods, and screws. The pt underwent multiple revision surgeries to replace broken hardware. Approximately 3 months after the last revision, another broken rod was found, and the pt underwent a surgical procedure to remove and replace the rod. The pt required intubation due to respiratory arrest. The broken rods were removed and the pt was placed in a halo vest.

Manufacturer narrative:
A review of the device history records for this device was not possible without add'l product info. We are unable to determine the definitive cause of the reported event.